Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Multiple flow and occlusion tests were performed to analyze the device. There was base task, acu power strobe failure, background test timeout errors in the history log. The customer's stated complaint could not be duplicated. It's recommended that the interconnect and main board be replaced as a preventative measure. The device passed all functional and delivery testing.

Event description:
Information was received indicating that smiths medical medfusion 4000 pump has malfunctioned. The pump was infusing dexmedetomidine. The pump alarm "biomed", and sedation infusion was stopped while a continuous gtt was infusing. The malfunction did not cause harm, patient remained sedated and the registered nurse was able to switch to a new syringe pump. The pump's history showed that the pump showed a base task debilitated message, battery communication time out, acu watchdog, acu power strobe failure, then system failure: background self-test timeout, then base not responding. There were no adverse events reported.